Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced symptoms. They mentioned that the had the implant to work on 3 different areas for them and that they did not have to change the settings often. The patient stated that their pain and incontinence gradually had come back (they guessed that this had been the case for about a week). They checked the device settings and noticed a power-on-reset (por) message (confirmed this occurred about a weeks ago). It was noted that the implantable neurostimulator (ins) was checked by the healthcare professional (hcp) 3-4 months ago. The patient did report they had recent medical tests/emi environmental exposure, noted as mris and emgs because they had a stroke a little over 2 years ago along with exacerbations from the stroke (this was reported as not related to the implanted device/therapy). The patient was to follow up with their hcp. There were no further complications reported or anticipated.